Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Reportedly, the customer's blood glucose levels had been slightly elevated but were currently stable.